Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of two bilateral iliac aneurysms 4.3 cm in diameter on the left and 3.2 cm in diameter on the right. The right iliac arteries bilaterally had moderate tortuosity and severe calcification. The patient had an open repair to repair an abdominal aortic aneurysm approximately 5 years ago. The stent graft was being deployed into the dacron graft, and the physician got his glove caught in the strain relief of the delivery catheter. The physician cut the glove however, they were still unable to deploy the stent graft. They dismantled the handle and pulled the glove piece out of the delivery system and then finished deploying the stent graft. During the glove removal the stent graft was pulled down, and inaccurately delivered. The stent graft was deployed but since the handle was dismantled it was difficult to advance the nose cone above the renal artery and then they were able to reseat the nosecone for removal; however one of the apices was caught between the nosecone and the outer sheath. This was noticed right away, and the suprarenal strut was released and then the stent graft was deployed. There was no intervention as there were no type I endoleaks and there was a 5 cm in length aortic neck. The case was completed and there were no other complications. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: improper component placement, removal difficulties. Device has not been evaluated for implanting within a pre-existing dacron graft. Evaluation, conclusion: severely angulated neck, tight and calcified distal aorta. Device has not been evaluated for implanting within a pre-existing dacron graft.